Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6), batch/lot number: 5169395, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5160313, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5123600, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experiencing bilateral low back pain, numbness and tingling at the bilateral neck that feels like a muscle grabbing to the right side of the neck that makes her feel like she is choking. The patient was also experiencing discomfort and inadequate pain relief. The patient was taking oxycodone and gabapentin.